Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3093-28, lot# v142889, implanted: (B)(6) 2008, product type: lead. (B)(4)

Event description:
It was reported that the patient noted no stimulation sensation. The patient felt stim last - last night (B)(6). The patient was experiencing a loss of therapeutic effect. The patient could not pee since today (B)(6) 7am-7:30am. The patient was not able to adjust stimulation. The patient was not able to connect with her ins . The patient was seeing "poor communication". The patient had her ins battery read 6 months ago and she has a doctor appointment next month to recheck the ins battery. It was later noted by the healthcare provider that the patient had not been seen since this report for evaluation. The patient was diagnosed with urinary dysfunction/sacral nerve stimulation.